Event description:
It was reported that this implantable pacemaker device exhibited under sensing and the patient's heart failure worsened. This device was explanted and replaced. No additional adverse patient effects were reported.